Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the unit would not power on when not plugged in. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient. During the investigation of the suspect unit, the service repair technician (srt) stated that when the monitor was turned on, the case of the hsat probe head was hot to the touch.

Manufacturer narrative:
Per the customer, he tried it unplugged and it did not work. He plugged it in again, it turn on, and he let it charged overnight. The next morning, the customer turned the unit on. The unit worked, but when he unplugged the unit and it turned off instantly. Evaluation is in progress, but not yet concluded.